Event description:
Pt underwent cardiac catheterization. Following the procedure, the closure device sheath was noted to have broken off in the groin, and could not be retrieved with a snare. The pt underwent cutdown, exploration and repair of the right common femoral artery. It was noted that the sheath was broken in pieces, which were successfully retrieved, after which fluoroscopy was used to visualize the entire right leg from the groin all the way to the ankle; no add'l pieces were found. Prior to this incident, there was an issue with another angio-seal device, which was not used on a pt, but was noted to be broken upon opening the package.